Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedance readings was unknown. There were no action s/interventions taken to resolve the issue and the resolution was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) and manufacturing representative (rep) were with the patient at the magnetic resonance imaging (MRI) facility and the rep ran an impedance check and found everything associated with contact 2 and the patient's left side is >10k ohms. It was reviewed this was a likely open circuit and reviewed avoiding MRI.